Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information received from the reporter indicating, the reported issue occurred during an appendectomy laparoscopically procedure, between the dates of (B)(6) 2022 (the exact date is unknown) and the intended procedure was completed using a similar device with no patient consequences. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to oxidization of compound media (cm) board. However, the root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the visera elite video system center had no image. It was noted that the image disappeared during operation. The intended operation was completed with a similar device. There was no harm or user injury reported due to the event. Additional information has been requested regarding this event. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, oxidation was noted on the printed circuit board, the compound media (cm) board was damaged, which caused a malfunction of the usb input for the memory stick, the video outputs worked without a problem and, it was noted that the reported issue with no image could have been caused by oxidation n the cm board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.